Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the therapy delivery test was not passing. There was no patient involvement.

Manufacturer narrative:
Remote support was provided, finding the device's battery was over three years old and should be replaced. The failed therapy and delivery tests were determined to be due to the therapy capacitor. A replacement therapy capacitor was provided. The customer was advised to purchase a new battery. The device can be returned to service once a new battery is purchased and provided. The therapy capacitor was replaced, resolving the customer's complaint issue. However, the device has not been returned to operation as the customer must purchase a new battery, as their battery was over three years old. The investigation concludes that no further action is required at this time.